Manufacturer narrative:
G4: 10jan2020. B4: 10jan2020. Numerous attempts were made to obtain information on the repair of this device, no information is forthcoming this complaint is being closed. If further information is obtain this complaint will be re-opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23oct2019.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.